Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow keypad button was intermittently unresponsive and there was a tear in the up arrow button. Reportedly, the tactile changes occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, there was visible damage to the keypad. The keypad cover was torn across the top of the up arrow button with the button contact exposed. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owners booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the down arrow button demonstrated intermittent response and required multiple presses with increased force to evoke a response. The remainder of the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contact of all the buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.